Event description:
Additional information indicates that this patient's right ventricular (rv) sensing was changed from 2.5 millivolts (mv) to 4.0 mv. This was done due to the threshold of oversensing. At this time, no further complications have been reported.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The patient was evaluated and the device was interrogated. There were reports received of probable t-wave oversensing. The had intermittent heart block. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.